Manufacturer narrative:
The technician found the brake cable caught between the striker plate and the bearings. The technician replaced the brake bearings and brake casters to repair the bed.

Event description:
Information received indicates the brake will not hold.